Event description:
During a surgical procedure, the hub fractured on the pks lyons dissecting forceps. All pieces were retrieved from the patient with no patient harm. Another like device was used to complete the procedure with no further incidents.

Manufacturer narrative:
The complaint was confirmed. The tip is broken. When the shrink tubing was removed at the distal end, it was found that the hub was fractured. All parts are accounted for and there was no patient harm. Hub fractures have been attributed to excessive force being applied to the distal end by the user.